Event description:
According to available information, this device required replacement due to a tubing hole. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Implant was performed sometime in 2018, therefore, (B)(6) 2018 was used as the implant date.

Manufacturer narrative:
The device was not returned for evaluation. A photograph was provided; however, no conclusion could be drawn from the image due to the lack of clarify of the image. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. As no lot# was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. Note: catalog#: unknown. Note: implant date (2018); therefore, on (B)(6) 2018 used.